Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat a biliary obstruction performed on october 27, 2023. The scope was tested for one minute and a half by submerging it underwater. Eventually, image quality started deteriorating and continued to deteriorate throughout the procedure. The procedure was successfully completed using a reusable scope. There were no reported patient complications as a result of this event.